Event description:
The device was returned from customer for service for a reported failure code 703. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the eval or if additional info becomes available. CAPA mdq-CAPA-91 was opened and is investigating reports of the failure code 703.